Event description:
It was reported by the patient that they experienced heart fluttering since the vns was implanted. The nurse at the patient's neurologist's office indicated that they had not received a report from the patient regarding heart fluttering to date. No further relevant information has been received to date.